Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced elevated flow and power spikes. There was no indication of any pump malfunction, however, the patient continued to experience elevated lactate dehydrogenase (ldh) levels. Patient was taken to the operating room on (B)(6) 2020 and underwent a hearmate ii to heartmate 3 pump exchange. The implant was done via a thoracotomy. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing. A segment of approximately 6¿ and the remaining distal portion of the dl were also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief and bend relief collar were also returned detached from the device. Upon disassembly of (B)(6), a pink, tissue-like deposition was found surrounding the outlet bearing ball. The tissue did not show laminated layering, indicating it did not form in the outlet stator. Although the origin and duration of time for which the thrombus was present in the pump cannot be conclusively determined, an area of the tissue was denatured and a contact mark was observed on outlet bearing cup, which suggests that the thrombus was present during pump operation over an undetermined period of time. Although a root cause for the development of this thrombus could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh and elevated pump powers that were observed in the submitted log files. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Incidental finding: a tear in the outer silicone jacket was observed approximately 0.5¿ from the metal connector; however, the underlying bionate revealed no evidence of damage. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 provides an explanation of pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section outlines indications of pump thrombosis as well as how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. The heartmate ii lvas patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pre-operative diagnosis of the elevated pump power was pump thrombosis. No additional information was provided.